Event description:
Device #2: two devices were used in the procedure on the same patient. The physician was able to deploy the first band, but was not able to deploy the rest of the band. The procedure was not completed and the patient will be rescheduled for another procedure when the doctor returns to the facility. There was no patient harm. Refer to MFR report #1223688-2007-00002 for information regarding device #1.

Manufacturer narrative:
The investigation is inconclusive. The device was found to be unconfirmed for the reported condition. Visual inspection revealed that the tube was missing and the thread was tangled, eval was not possible. A DHR review was performed. Review of the records showed no ncr's (nonconformance reports) or any type of deviations associated with the lot number. No CAPA will be initiated as complaint was found to be unconfirmed for the reported condition.